Event description:
Device 2 of 3. Reference MFR report: 1627487-2012-11823, 1627487-2012-11825. It was reported, the patient's lead had eroded through the skin. The physician opted to explant the scs system and prescribe antibiotics. It was reported during the procedure, the physician noted necrotic tissue around the anchor site. Cultures were taken. In addition it was noted one of the leads had migrated, although the stimulation had not been impacted.

Manufacturer narrative:
Evaluation: method: the device history and sterilization records were reviewed. Results: review of the DHR found a nonconformance related to the product lot. However, the individual affected device was reworked and all devices within the lot met acceptance criteria. Therefore, the DHR anomaly is not related to the alleged device complaint. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.